Manufacturer narrative:
The suspect device has not been returned for evaluation. Based on available information, the balloon was filled with a contrast mixture and the physician believes the balloon may have been overinflated at some point in the procedure. These and other facts are under review as part of the investigation. A supplemental report will be submitted accordingly once the investigation into the even has been completed or significant information has been received. Enablecv, llc will continue to review and monitor all reported events. Trends are monitored on a regular basis and, if action is required, appropriate investigation will be performed.

Event description:
It was reported that a balloon would not deflate after having additional issues during the case. The balloon was prepped fine. Cannulation went fine, parked balloon and initiated bypass. Filled the balloon with firefly medium, occluded aorta and arrested the heart. Shortly after, as routine, they repositioned the balloon (pulled a little slack out). A short time later (within 20 min) they noted some leaking around the balloon and they added a couple ccs of firefly. Still leaking, they added a couple more cc's and noted an internal balloon pressure of <450mmhg. While the doctor was at the console, she instructed the pa to pull the balloon back while observing the aorta on the davinci. The pa noted a pop on the icf device (pulling back without first removing any fluid from the balloon). At that point the strategy was to empty the balloon and use a cross clamp to complete but they could not pull any fluid out of the balloon via the syringe. The decision was then made to 'cut' the device to see if it would deflate the device and it would not deflate. The balloon, untethered began to occlude both the right and left arm pressures so the decision was to use a needle to aspirate the balloon. Patient and procedure completed with a cross clamp. Patient is fine and recovering. The surgeon suspected they probably overfilled the balloon. The device has not been confirmed if it is available for return.